Event description:
Due to the unconstitutional mask mandates, and having to wear a mask, I have since had to begin using my inhaler more frequently, due to my asthma getting worse. FDA safety report ID# (B)(4).